Event description:
Spontaneous report. Initial information received on (B)(6) 2013. The dentist reported that a patient (unspecified gender), with no specified medical history, had been treated with septoject 30g short (30 gauge short dental needle). On unspecified date, patient experienced needle breakage in his/her mouth. Patient had to be referred to an oral surgeon for removal of the needle.